Event description:
A malfunction on the pump was reported, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. The customer followed up to perform a pump reset, and, with assistance from technical support, the malfunction was resolved without the need for further action.